Manufacturer narrative:
H3: ge healthcare's investigation has been completed. The sedated patient received a full thickness burn on the left arm and sternal area under the ECG pads on the patient. It was also noted that the recommended gehc padding was not utilized as the patient was not properly padded between their arms and bore, hand and thigh, and legs. Based on ge healthcareâs investigation the MRI system functioned as expected, and the most likely root cause is related to the facilityâs selection of ECG leads/electrodes that appear not to be a recommended configuration for use with MRI by the ECG device manufacturer. No further actions are planned by gehc.

Event description:
It was reported that a sedated patient, who was scanned without the gehc recommended padding, received a full thickness burn on the left arm and sternal areas. There was also a superficial burn in the right subclavicular area. The patient received advanced dressing and a scarectomy with skin graft. The burns were in the location where ECG patches were placed.

Manufacturer narrative:
There are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.